Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported. For the first device reported that was intended for use on the same patient, see MDR 3013394970-2018-00883.

Event description:
The user facility reported that when the angio-seal device was unpacked, a slit longer than usual was found on the tip of tamper tube. The second device had a longer slit, too. These devices were not used and a third angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the third device. There was no health damage to the patient. There were no other devices or equipment used with the reported product. The procedure before deploying the device was a cas. A pre-deployment angiogram was performed. The size of the sheath ancillary used, and the vessel diameter are unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and provide the completed investigation results. One 8fr angioseal sts carrier tube assembly was returned for evaluation. All accessory components were returned. Visual inspection revealed no anomalies. The bypass tube was situated on the tip of the carrier tube in its manufacturing location. The collagen was swollen within the carrier tube tip and expanded the slit. Functional testing was performed. The arteriotomy locator and hemostatic sheath were mated. No anomalies were noted. The arteriotomy locator was then removed. The carrier tube assembly was inserted into the hemostatic sheath. Once the carrier tube assembly was mated with the hemostatic sheath and in the forward lock position, the anchor became exposed. The device was then pulled to rear lock position which led to posting of the anchor against the sheath tip. The digital force was applied to the anchor and the tamping tube was released and the suture unwound as intended. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that exposure to moisture after opening the aluminum packaging led to the seen condition. However, the exact cause of the reported event cannot be definitively determined based on the available information.